Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 13 to 50 mg/dl. The customer treated with juice. Customer indicated that they are unable to bolus and troubleshooting found that the locked feature was on. Customer was assisted in successfully administering a bolus. Customer was advised to follow up with their doctor. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance required.